Manufacturer narrative:
(B)(4). Evaluation summary: the device was received by baxter for evaluation. Review of the event log found evidence of the reported iipv condition. Visual inspection and functional tests were performed. Simulated therapy was performed with no defects or malfunctions found with the device. The cause was use error, tidal total uf removal set too low. Homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A formal review of the label for the product family will be conducted. Should additional relevant information become available a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 11:33:51. During night drain cycle five, the patient's ultrafiltration reading was 330ml, indicating the home patient (hp) drained 300ml more than their maximum programmed fill volume of 200ml. No additional information is available.